Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector extension tubing separated from the catheter hub prior to insertion. The following information was provided by the initial reporter: "nexiva extension tubing completely separated from catheter hub prior to insertion on a patient. Patient impact: no patient impact, hcp had to get another catheter before sticking."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-may-2023. H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received two 20g x 1.25in nexiva devices from lot number 2192502. The extension tubing on one unit was received separate from the catheter adaptor. Based on the sample analysis, it appeared that the extension tubing was not properly bonded to the y-port of the catheter adapter. The second unit appeared to be properly bonded. During manufacturing, the observed issue may be caused if adhesive is dispensed to the incorrect location due to a machine misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector extension tubing separated from the catheter hub prior to insertion. The following information was provided by the initial reporter: "nexiva extension tubing completely separated from catheter hub prior to insertion on a patient. Patient impact: no patient impact, hcp had to get another catheter before sticking."